Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate coverage of her dyskinesia and dysphonia. It was determined this was a result of the lead initially being placed 5.5 millimeters too deep. The patient underwent a revision procedure wherein the lead was repositioned and did well postoperatively.